Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cardioversion procedure, the patient was unable to turn deep brain stimulation (dbs) therapy back on. The implantable neurostimulator was not working after the cardioversion, and no lights appeared on the programmer regardless of which button was pressed. The patient experienced out-of-control hand tremors and had difficulty self-catheterizing due to the tremors. The patient and representative attempted troubleshooting by disconnecting and reconnecting the battery, which resulted in all three lights turning on, but subsequent attempts to use the programmer were unsuccessful in restoring therapy. The patient was advised to reach out to their healthcare provider for assistance and was scheduled to meet with a mdt representative for further investigation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They met with the patient at provider's office to troubleshoot. Rep confirmed the issue started after patient's cardioversion, and they were unable to turn the implantable pulse generator (ipg) back on with the patient programmer. They replaced the batteries in the programmer and confirmed there was not an actual ipg battery replacement. Rep had to interrogate patient's ipg and reset it. Once rep entered patient's therapy settings, patient received therapy immediately. Rep is unsure of the cause but confirmed everything is now working and the issue has resolved.